Event description:
It was reported there was an isolated issue when attaching the syringe to withdraw, the valve came out of the white casing, and the nurses couldn't remove the water from the device balloon.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There was no harm reported to the end user due to the device malfunction. No additional patient/event details have been provided to date. No sample is expected to be returned. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. (B)(4).